Event description:
A patient (age and gender unknown) underwent a therapeutic colonscopy procedure for hemostasis treatment within the cecum. Upon deployment of the resolution clip device, the clip was noted to have separated into two pieces. The clinician stated that the anatomy was not tortuous. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effects as a result of this issue. In fact, during a one week follow up visit, the patient stated he or she was doing fine. Please note associated medwatch reports 6000048-2006-00307 & 6000048-2006-00309.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event at this time.